Event description:
It was reported the implantable neurostimulator (ins) had reached the elective replacement indicator (eri) ¿early¿ and experienced ¿premature¿ battery depletion.¿ impedance testing found that contacts 0-1 on the patient¿s left electrode had a low impedance of 4 ohms. The other impedances were ¿between 1200-1900¿ ohms. The therapy impedance for the patient¿s left lead was ¿low¿ with a high current, while the patient¿s right lead had a normal impedance of 626 ohms and a current of 5030 ma. The patient¿s ins was replaced as a result of the event. The pocket adaptor was also replaced as it reportedly ¿caused the impedance problem.¿ it was noted that ¿after connecting a new pocket adaptor, the problem was solved.¿ the issue was resolved following the replacement of both devices. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information indicated the manufacturer representative involved with the event ¿believed the pocket adaptor was implanted with the patient¿s previous ins.¿ the patient was ¿doing fine and had effective therapy¿ at the time of follow-up.

Manufacturer narrative:
Concomitant products: product ID: neu_adaptor_acc, lot# unknown, product type: accessory. Product ID: 64002, lot# unknown, product type: adapter. Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the pocket adaptor found an ¿intermittent short between the #1 conductor and #0 crimp sleeve, 2.2 cm from the proximal end.¿ analysis of the implantable neurostimulator (ins) found the ¿battery depleted due to the intermittent short in the adaptor.¿

Event description:
Additional information indicated that impedance testing from 2015-(B)(6) found an impedance of 5 ohms between bipolar contacts 0 and 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.